Event description:
Event verbatim [preferred term] it caused second degree burns on her lower abdomen [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date to an unspecified date for cramps. The patient medical history and concomitant medications were not reported. The patient reported she has been using thermacare for years and on monday she used one for her cramps and it caused second degree burns on her lower abdomen. The action taken for the product and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
It caused second degree burns on her lower abdomen [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date at an unspecified frequency for cramps. The patient medical history and concomitant medications were not reported. The patient reported she has been using thermacare heatwraps for years and on monday she used one for her cramps and it caused second degree burns on her lower abdomen. The consumer sent a photo that showed second degree burns. The action taken for the product and event outcome was unknown. According to product quality complaint (pqc) group: the pcom search returned a total of 72 complaints for menstrual products during this time period for the class/subclass. Of the 72 complaints; 16 complaints have the batch number recorded as "unknown". The 56 remaining complaints were evaluated. There were two complaints (B)(4) confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The root cause was identified as equipment, other. Investigation pr 2379610 for t26691, t26693, t26686 & s68516. Menstrual & muscle joint us cells damaged/leaking was conducted for the subclass of cell pack damage/leaking. The confirmed adverse event involved one of these batches and was caused by a leaking cell pack. These batches were reviewed at aqrt and the outcome was to recall the four batches (t26691, t26693, and t26686 & s68516). This current complaint does not mention cells damage/leaking. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for menstrual products, refer to attachment menstrual ae jan 2016 - jan 2019. There is no further action required. The adverse events complaint subclass shows an increase in november 2018 thru january 2019. This is a seasonality change in combination with a change in safety's procedure wsr-cp001-wi 110, "case processing principles product quality complaint guidance", updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (12mar2019): new information received from a contactable consumer included: the consumer sent a photo that showed second degree burns. Follow-up (14mar2019 and 03apr2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time, comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The pcom search returned a total of 72 complaints for menstrual products during this time period for the class/subclass. Of the 72 complaints; 16 complaints have the batch number recorded as "unknown". The 56 remaining complaints were evaluated. There were two complaints (B)(4) confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The root cause was identified as equipment, other. Investigation pr 2379610 for t26691, t26693, t26686 & s68516. Menstrual & muscle joint us cells damaged/leaking was conducted for the subclass of cell pack damage/leaking. The confirmed adverse event involved one of these batches and was caused by a leaking cell pack. These batches were reviewed at aqrt and the outcome was to recall the four batches (t26691, t26693, and t26686 & s68516). This current complaint does not mention cells damage/leaking. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for menstrual products, refer to attachment menstrual ae jan 2016 - jan 2019. There is no further action required. The adverse events complaint subclass shows an increase in november 2018 thru january 2019. This is a seasonality change in combination with a change in safety's procedure wsr-cp001-wi 110, "case processing principles product quality complaint guidance", updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] it caused second degree burns on her lower abdomen [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date to an unspecified date for cramps. The patient medical history and concomitant medications were not reported. The patient reported she has been using thermacare heatwraps for years and on monday she used one for her cramps and it caused second degree burns on her lower abdomen. The consumer sent a photo, that showed second degree burns. The action taken for the product and event outcome was unknown. Follow-up (12mar2019): new information received from a contactable consumer included: the consumer sent a photo that showed second degree burns. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.